Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was cracked. This was discovered before use. The following information was provided by the initial reporter: the hcp discovered an abnormality in appearance before use. When looking closely, the hcp found that the catheter was vertically cracked.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was cracked. This was discovered before use. The following information was provided by the initial reporter: the hcp discovered an abnormality in appearance before use. When looking closely, the hcp found that the catheter was vertically cracked.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one retracted unit with the catheter adapter and needle cover and four photos. A device history record review showed no non-conformances associated with this issue during the production of this batch. Through the visual examination, the photos revealed no signs of a split or cracked catheter. During the microscopic examination of the unit, damage to the catheter tubing below the nose of the adapter and flash/scratching of the adapter nose was observed confirming the reported defect. The unit was then dissected and a v-shaped cut was observed on part of the tubing inside the adapter which is indicative of the needle tip piercing the wall of the catheter. This type of defect can occur during the manufacturing process or in the user environment. Based on the location of the defect and the unit being unused, the defect most likely occurred during manufacturing. See h.10.